Event description:
On (B) (6) 1999, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. The pt later experienced approx 1-2 cm of aneurysm enlargement, and the physician intends to reline the existing devices for presumed endotension. The procedure has not been scheduled yet. Further investigation is being conducted.